Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 230ml fluorouracil and saline solution for a folfox regimen, and the expected therapy time was 48 hours. The reporter stated that at the end of the expected therapy time, approximately 100ml of solution remained in the device. The reporter further stated that the device had been primed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.